Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot qualification or sterilization records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that when she removed the pod, the area around the insertion site was bright red, blister-like and painful. She went to her doctor the following day and had the site lanced. She was prescribed antibiotics.